Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. Failure analysis investigations replicated and confirmed the customer reported complaint. Fa found the primary failure of the broken pitch cable to be related to the customer reported complaint. The broken cable segment that contains the crimp was still installed in the clevis. The common cause of the broken pitch cable is attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding a broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument logs of the permanent cautery spatula instrument (part number 420184-14 / lot number n10190513-472) associated with this event has been performed. Per the review, the permanent cautery spatula instrument was used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 7 uses remaining after the last procedural usage. Isi has received the images of the broken permanent cautery spatula instrument. The review of the provided image is conducted by the isi failure analysis engineer (fae) and found that the instrument may have a broken pitch cable. The probable root cause of the pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument cable was broken. The procedure was completed robotically with no reported injury.